Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: stenosis, angina, dyspnea. Device issue: no device malfunction has been reported. It was reported that a 3.5x15 promus stent was implanted in 2009. The patient presented to the emergency room five months later, with recurrent precordial chest discomfort upon exertion associated with shortness of breath, mild sweaty feeling with increasing severity and frequency for the last several days. Subsequently the patient was diagnosed with in-stent restenosis. The patient will be treated with enoxaparin in addition to aspirin and plavix. Serial cardiac enzymes and stool guaiac will be monitored. No additional event or patient information is available.

Manufacturer narrative:
(Mild sweaty feeling) - results and conclusion summation - angina and re-stenosis, as listed in the IFU and the risk assessment, are known adverse events of coronary stenting and are not necessarily indications of a product quality deficiency. Additionally, dyspnea and sweating (as a potential symptom of ischemia) are also listed in the risk assessment as no fault post-procedure complications. It is possible that the reported angina, dyspnea and sweating are secondary effects of the in-stent restenosis, which was reportedly treated with medication. However, a conclusive cause cannot be determined for the reported patient effects and the relationship, if any, to the product.